Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. In this case, the exact cause of the stenosis could not be confirmed based on the limited information provided. However, it is possible that the progression of pre-existing disease process (history of severe aortic stenosis) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
UDI: unknown. The investigation is ongoing.

Event description:
As reported by a field clinical specialist, four years post implanted of a 26 mm sapien 3 valve in the aortic position the patient presented with aortic stenosis. 26 mm sapien 3 valve was implanted valve in valve. The valve in valve tavr was performed at a hospital different from the first valve implant facility. The patient was in good condition post procedure. As reported by a field clinical specialist, four years post implanted of a 26 mm sapien 3 valve in the aortic position the patient presented with aortic stenosis. 26 mm sapien 3 valve was implanted valve in valve. The valve in valve tavr was performed at a hospital different from the first valve implant facility. The patient was in good condition post procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.